Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Customer provided that event occurred two weeks prior to (B)(6) 2024. Section d4: model number: unknown, information not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6) section g4: PMA/510(k)#: unknown, as the serial number was not provided. Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two weeks prior to (B)(6) 2024, the final plastic nozzle of the preloaded intraocular lens (iol) shattered when the iol came out. It was reported that a fragment of plastic entered with the lens in the anterior chamber, but the doctor managed to remove it. The lens was implanted and the patient did not suffer any consequences. The injector is not available for investigation as it was discarded. No further details were provided.